Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the pump alarmed no delivery. The customer's blood glucose was unknown at the time of incident. The customer stated that he was not able to clear the alarm. He pressed esc six times but the alarm was not cleared. During troubleshooting, the customer received another no delivery alarm. Troubleshooting was not completed because the customer did not have another infusion set for testing. The customer was advised to call back if he continues to have issues. The insulin pump was not returned for analysis.